Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Worsening heart failure is a potential event that may be associated with use of the product. The IFU and patient manuel provides guidelines on management of worsening heart failure. Patients who receive vads may develop severe refractory heart failure. Worsening heart failure is primarily mitigated by surgical and medical management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that the patient continues to have rvf since the post operative period and there is "suspicion that the pump is not working". The patient's pre-hvad right heart cath ra pressure was 8, pap (41), ci =2.0 while on dobutamine and epinephrine. A repeat echo post vad showed moderate rv dysfunction with normal rv size at 2800rpm. The patient was admitted and a repeat right heart cath performed on (B)(6) 2016 had ra pressure 19, pap mean (39), ci - 1.9, wedge 31. The patient reports symptoms of shortness of breath and edema and was started on torsemide. The clinical team continues to monitor patient and consider the symptoms to be a combination of the disease progression and the possibility that the pump is not "unloading the lv". No additional information was provided.

Manufacturer narrative:
(B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any alarms for the past 14 days leading up to the event date; power consumption was within normal operating ranges. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, there are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.